Event description:
Reportedly, the intrument was fired and would not open. Another intrument was used, placed in back of the original intrument and tissue was cut between both intruments in order to remove the original intrument off tissue. Unanticipated tissue loss occurred.